Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the device gave a remote alert indicating the image processing computer's disk bay board was degraded, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of event. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported remote alert. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse confirmed that the image processing pc(ippc) was defective. Fse replaced the ippc to solve the reported problem and had also replaced the host pc to adapt to the new ippc. Also, the system software was upgraded. The ippc and host pc were returned for analysis. Part analysis of the ippc confirmed that there was a physically damaged hard disk drive (hdd) bay. Part analysis of the host pc indicated that that the graphics processing unit (gpu) failed. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of ippc, host pc and upgradation of system software. The codes were updated based on the investigation outcome.